Event description:
It was reported that episodes were detected and aborted due to non-specific noise on the egm. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information reported sensing difficulty.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other: it was reported that episodes were detected and aborted due to non-specific noise on the egm. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information reported sensing difficulty. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated; sensitivity, noise.